Event description:
On (B)(6) 2009, patient underwent invasive aortic valve replacement with 25mm medtronic mosaic ultra porcine heart valve, serial no. (B)(4), expiration date 6/2014. Early device (valve) failure. Invasive procedure required to remove defective device.